Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, reached end of life (eol) with a charge time measurement of 31.053 seconds at a monitoring voltage of 2.71 volts. Elective replacement indicator (eri) was not ever declared. There were no reported adverse patient effects associated with this clinical observation.